Event description:
It was reported that the right ventricular (rv) lead had high impedance spikes in the rv coil. The lead remains in use. It was further reported that the right atrial (ra) lead had alerted for high impedance. The lead had noise on the atrial channel in stored atrial tachycardia (at)/atrial fibrillation (af) episodes. The atrial lead was turned off, remaining in the patient and was not replaced. No patient complications have been reported as a result of this event.